Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise which led to pacing inhibition and noise reversion episodes. No intervention or adverse patient effects were reported.